Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Additional information was later received indicating that 2 patients had infection after this scope has been used. Events regarding the 2 patient infections will be addressed in separate reports with patient identifiers (B)(6).

Event description:
It was reported that the subject device tested positive for mimmum genun. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end surface, operator channel. Cfu: 38 cfu. Bacterial identification: pseudomonas japonica, stenotrophomonas maltophilia, sutcliffiella horikoshii, bacillus cereus, staphylococcus hominis. Sampling date: (B)(6) 2025. Sampling from: distal end surface, operator channel. Cfu: 3 cfu. Bacterial identification: filamentous fungi, staphylococcus epidermidis, bacillus species. Sampling date: (B)(6) 2025. Sampling from: distal end surface, operator channel. Cfu: 10 cfu. Bacterial identification: cytobacillus sp, priestia sp, sutcliffiella horikoshii. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the final results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.